Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tube leakage at abdomen event on 16-may-2024. Infusion set has been used for 12 hours. The blood glucose level was 188mg/dl. Therefore, patient was treated with IV-bolus. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.